Manufacturer narrative:
The fenestrated bipolar forceps has been transferred to the failure analysis engineering (fae) team. The instrument was found to have the conductor wire broken on the bipolar yaw pulley, inside the conductor wire insulation. The broken conductor wire was pulled out of the silicone potting sealing the wire entrance to the yaw pulley and as a result, the conductor wires were exposed. The wire was fully broken. The other end of the broken wire was found to still be attached within the yaw pulley, indicating that the break was not a result of a crimping failure. The instrument failed the electrical continuity test. The instrument has 5 remaining uses out of 14. It was observed that the insulation of the broken conductor wire exhibited indentation damage. Additional finding observed unrelated to the customer reported complaint: the instrument was found to have minor scratch marks to the bipolar yaw pulley. The scratch marks did not align with the broken conductor wire and was therefore determined to be unrelated. Fae also found the instrument tube extension had scratch marks and abrasions.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was found to have a broken conductor wire at the distal end. The conductor wire broke at the middle of the bipolar yaw pulley location. No sign of thermal damage was observed. No missing conductor wire insulation was observed. The instrument failed the electrical continuity test. Additionally, the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.062¿ - 0.238¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument black electricity wire was completely torn off. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.